Event description:
It was reported that the patient was discharged from the hospital on (B)(6) 2011 but returned the same evening due to chest pain. Echocardiogram revealed an effusion. On (B)(6) 2011 pericardiocentesis was performed. On (B)(6) 2011 echocardiogram showed that the effusion had resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.